Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch the infusion appears to be under infusing medication. No alarms reported and no patient adverse events reported.